Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart and external ram crc error after changing the battery. Customer states that he went high and was injecting insulin to keep his blood glucose normal. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No external ram crc error alarm, unexpected restart error alarm, unexpected restart error after battery change or unexpected insulin pump reset/history anomaly noted during testing.